Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer increased insulin throughout the day by delivering a correction bolus. Contact reported "they made an error and miscalculated a bolus on the pump and delivered too much insulin lowering bg to 65 mg/dl. Contact provided customer with candy (as routine) to address bg. Tandem technical support advised customer to discuss event with a healthcare provider.